Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product will not be returned for analysis. Medtronic's investigation is currently in progress.

Event description:
Medtronic received information that error codes 003 (probe 1 calibration error) and 001 (ram write protect failure) were displayed by this bio cal temperature controller. There were no adverse patient effects as result of the issue. A medtronic service technician informed the customer that this product is no longer serviced by medtronic and provided the customer the end of service letter. Additional information was later received indicating that the facility uses tap water in the instrument. The ice used in the instrument is also produced from tap water. The details of the customer¿s cleaning protocol were not provided. Per the bio cal operator's manual, cleaning protocols should be followed and tap water should not be used in the instrument.

Manufacturer narrative:
The investigation determined that the hospital is using tap water in the instrument and also to produce the ice used in the bio cal. These practices are not in accordance with the operator¿s manual which specially recommends the use of de-ionized water.